Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device does not fully penetrate. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). The patient's testing frequency is not known and the patient's diabetes regimen is unclear. According to the csr's documentation, in response to the alleged product issue the patient reportedly administered an increase dose of 12mg of glyburide on (B)(6) 2012 (at 1pm); the patient's usual dose of glyburide is not specified. After the alleged issue occurred, it is not clear if the patient discontinued testing her blood glucose and it is also not specified if the patient tested her blood glucose with a backup/ secondary device. According to the csr's documentation, as a result of the reported product issue, the patient reportedly developed symptoms of "vision problems, thirst, frequent urination" on (B)(6) 2012 (in the morning). During a doctor's office visit on (B)(6) 2012, the patient reportedly obtained a laboratory blood glucose reading of "444mg/dl" and her physician also changed her diabetes regimen to novolog (14 units), lantus (50 units), and metformin (2000mg). During troubleshooting, the csr noted the patient was using the subject lancing device for two weeks, there was no misuse of the lfs product, and the patient was using the correct lancets (per owner's booklet recommendation). However, the reported product issue remains unresolved. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancing device will not penetrate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.